Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump was also received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that there was black ink under the lcd screen. The customer also reported small scratches on the screen. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will be returned for analysis.